Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown and seroma- late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Healthcare professional reported capsular contracture (baker grade unknown), pains, sliding of the breast in front of the prosthesis, and a periprosthetic effusion diagnosed by imagery. The patient presented a painful episode with swelling in breast and more significant on the left side and the imaging examinations showed a late peri-prosthetic effusion (more than 2 years after surgery). Device and capsule were removed and replaced with non-allergan device. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, crease fold, wear abrasion and brown particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contracture (baker grade unknown), pains, sliding of the breast in front of the prosthesis, and a periprosthetic effusion diagnosed by imagery. The patient presented a painful episode with swelling in breast and more significant on the left side and the imaging examinations showed a late peri-prosthetic effusion (more than 2 years after surgery). Device and capsule were removed and replaced with non-allergan device. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture (baker grade unknown), pains, sliding of the breast in front of the prosthesis, and a periprosthetic effusion diagnosed by imagery. The patient presented a painful episode with swelling in breast and more significant on the left side and the imaging examinations showed a late peri-prosthetic effusion (more than 2 years after surgery). Device and capsule were removed and replaced with non-allergan device. Right side.